Event description:
It was reported that the head end of the cot dropped to the ground due to a bent lever bracket within head end hydraulic adjustment. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The cot had allegedly dropped from the head end but no malfunction was allegedly found that may have caused or contributed to this event. It was found during the evaluation process that the head end red release lever was bent however this was identified to not have caused any functional issues with the cot. The user facility is retraining users on proper device use.

Event description:
It was reported that the head end of the cot dropped to the ground due to a bent lever bracket within head end hydraulic adjustment. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Serviced by (B)(4).